Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked at the connection with the infusion set. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6), 2020, the nurse used the separable membrane needleless closed infusion connector for the patient's infusion for diabetic patients. After connecting the septum and the infusion set, leakage was found at the connection. Replaced the septum immediately and reconnect the infusion set without abnormalities."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked at the connection with the infusion set. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, the nurse used the separable membrane needleless closed infusion connector for the patient's infusion for diabetic patients. After connecting the septum and the infusion set, leakage was found at the connection. Replaced the septum immediately and reconnect the infusion set without abnormalities.".